Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd veritor system for rapid detection of group a strep, the analyzer provided a negative strep result. Two (2) users visually inspected the cartridge and observed a faint positive line. The same cartridge was re-ran and the analyzer provided a positive strep result. The number of patient samples involved was not confirmed; however, at least one (1) patient had an erroneous result reported. There was no health impact or consequences reported.

Manufacturer narrative:
Investigation summary this statement summarizes the investigation results regarding a complaint that alleges discrepant results when using kit grp a strep 30 test veritor (material#: 256040), batch number 4023379. The customer reported that they are receiving discrepant results; they are visually seeing a line on the pcr cartridge then receiving a negative result from the analyzer. Bd quality performs a systematic approach to investigate all complaints. This approach involves review of manufacturing batch history records, visual inspection of retention samples, and visual inspection of customer returned samples, if applicable. Batch history record (bhr) review and retain sample testing were performed on the batch number provided. The results were acceptable, and no relevant issues were found. No photos or samples were received; therefore, return sample analysis could not be performed. The reported issue was unable to be confirmed. A trend analysis for discrepant results was conducted, no adverse trend was identified. There were no corrective actions taken at this time.

Event description:
It was reported when using the bd veritor system for rapid detection of group a strep, the analyzer provided a negative strep result. Two (2) users visually inspected the cartridge and observed a faint positive line. The same cartridge was re-ran and the analyzer provided a positive strep result. The number of patient samples involved was not confirmed; however, at least one (1) patient had an erroneous result reported. There was no health impact or consequences reported.